Manufacturer narrative:
Product ID: neu_unknown_lead, serial# unknown, implanted: unknown, product type: lead. (B)(4).

Event description:
It was reported that a patient had a neurostimulator implanted, which was later removed, and now the patient was paralyzed. No additional information was provided.